Event description:
The customer reported being hospitalized due to low blood glucose of 14mg/dl. The customer stated that she also had low white cell count and urinary tract infection. The customer's recent glucose reading was 138mg/dl in the blood glucose meter and 48mg/dl on the senor. The customer stated that she treated with food. Troubleshooting was performed. Reviewed the programming and it was correct. Instructed the customer to remove the reservoir from the insulin pump, and the reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned that she started a new diet. Advised the caller to contact her doctor regarding her low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.